Event description:
It was reported that, during set up, after changing saline bags the line was primed, but no fluid would move through the line with the versajet exact assy, 15 degree x 14mm. Procedure was completed with a back-up device without causing any delay. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device output was not lined up with the evacuation opening , establishing a relationship between the device and the reported event. The root cause was identified as an assembly issue. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events this investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.